Event description:
Patient reported that during a priming attempt they noticed that insulin was not dripping from the infusion set tubing. Patient then noticed that insulin had leaked into the device's insulin cartridge compartment. No errors were generated by device. Insulin cartridge does not appear to be cracked. Patient's blood glucose was not affected, and no treatment was received.